Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed and it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this pump underwent a thorough analysis. It was visually and microscopically examined, and functionally tested. The pump did not pass the inflation and activation test. Based on the information available and analysis results, the inflation and activation issues identified in the pump could have caused or contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed and it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. No patient complications reported.